Event description:
The facility reported a colleague infusion pump in which the open and stop buttons on the pump head module keypad were not working. This problem was identified before use. No pt injury or medical intervention was associated with this report. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.